Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a fiber break between the control knob and the distal tip; therefore, the reported clinical observation is confirmed. Analysis identified a fiber break between the control knob and the distal tip, where light was emitting at the break location. The fiber was also bent at the distal tip. It is probable that excessive force was inadvertently applied to the fiber causing it to bend and kink, which contributed to the fiber body break and bent fiber. According to the device instructions for use (IFU), caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body break and bent fiber.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke past the finger wheel used by the doctor. The casing kept the broken fiber end from coming loose from the rest of the fiber. The beam emitted from the break and the laser was immediately put on standby. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke past the finger wheel used by the doctor. The casing kept the broken fiber end from coming loose from the rest of the fiber. The beam emitted from the break and the laser was immediately put on standby. The procedure was completed using another fiber without patient complications.